Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The nuisance downstream occlusions were verified. The cause was determined to be the force sensor value was found to be out of specification. The force sensor was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a symptom of nuisance downstream occlusion alarms. There was no patient involvement associated with this event. No additional information is available.